Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cathena 22gx1.00in winged bc was damaged and leaked. The following information was provided by the initial reporter: the new blue catheters cause blood to stagnate in the area just emerging from the puncture site. This is an infectious risk. To limit the risk of infection, the nurses have to change these catheters sometimes daily, causing pain and discomfort for the patients and increasing the risk of infection for the patient.

Manufacturer narrative:
H6: investigation summary: one photo and one adapter was received by our quality team for evaluation. From the returned photo, leakage was observed at the insertion site. The returned sample was subjected to the cathena leak test and no leakage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that cathena 22gx1.00in winged bc was damaged and leaked. The following information was provided by the initial reporter: the new blue catheters cause blood to stagnate in the area just emerging from the puncture site. This is an infectious risk. To limit the risk of infection, the nurses have to change these catheters sometimes daily, causing pain and discomfort for the patients and increasing the risk of infection for the patient.